Event description:
It was reported that an alert was generated for intrinsic amplitude out of range for this right ventricular (rv) lead. Presenting electrogram showed complete undersensing of native ventricular beats. Inappropriate ventricular pacing occurred at the lower rate limit of 50 ppm, frequently falling on the t- wave. Urgent in clinic review was recommended to assess the rv lead position. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.